Manufacturer narrative:
The pump was received with discoloration and missing segments due to a cracked lcd glass. The pump was received with minor scratches on the lcd window, case and keypad overlay, as well as a fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had partial display. It was reported that insulin pump was dropped. Customer's blood glucose was not reported. Insulin pump would need to be replaced.